Manufacturer narrative:
(B)(4). The device is currently under investigation at our bbm laboratory in (B)(4). A f/u report will be provided after the inspection results become available.

Event description:
(B)(4).